Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly makes a sound when performing a blood glucose test. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.